Event description:
Add'l info rec'd from MFR 7/18/02. Methodology used: 1) performed an external visual examination of the hub and strain relief area of the defective unit using the unaided eye. 2) performed an external visual examination of the hub and strain relief area of the defective unit using a microscope with 10 x magnification. 3) connected a 20cc syringe to the hub connector and flushed defective unit with water. Observed if water leaked from the hub/strain relief area. 4) connected a 20cc syringe to the hub connector and flushed the unit with water, assuring that the tip end was submerged in the water, pulled back on the syringe plunger and examined the syringe for formation of air bubbles. 5) split the hub open lengthwise using a hub splitter. Examined the internal hub and strain relief area of the defective unit using a microscope with 10 x magnification. Failure mode: the defective unit leaked at the hub/strain relief sleeve. Conclusion: it was concluded that the lack of the strain relief sleeve being positioning completely into the strain relief sleeve well resulted in lack of support for the catheter tubing. The lack of support potentially caused a break in the catheter tubing which caused the unit to leak. Processing records for the lot number involved were reviewed and no anomalies were noted for this defect. There are no other complaints reported for this lot number. There were no adverse effects to the pt reported as a result of this malfunction. However, merit continues to monitor complaints for failure modes of this type for the lot at issue.

Event description:
The angiographic catheter hub leaked when attempting to pull blood from the pt. The catheter was removed from the pt. New catheter was re-inserted.